Event description:
It was reported that a pt underwent a breast reduction procedure on (B)(6) 2010 and suture was used on the fat and deep dermis and all the knots were buried. The pt experienced a reaction with ulcer at the knot sites at the right breast on (B)(6) 2010 and at the left breast on (B)(6) 2010. The pt was treated with triple antibiotic ointment.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.